Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had a power on reset and therapy had stopped. The patient was trying to charge the implant and noted it stopped one day and shut off by itself. The patient noted she still had plenty of juice in the stimulator, but it wouldn¿t allow her to turn on stimulation. Troubleshooting confirmed that it was an informational power on reset message and reviewed that it could be cleared with the programmer. The patient stated she did not have her programmer and was out of town for at least a few more weeks. The patient was going to go to a pain clinic and wanted a manufacturer representative to come check the device. The indications for use were non-malignant pain and degenerative disc disease.